Event description:
Report of 4 undocumented incidents received from abbott international affiliate (abbott canada) that states, "radioactive nucleotide solution used for stress test was leaking from the connection site of the extension set to the IV single lumen catheter. Connection of the extension set and IV catheter were maintained with adhesive tape applied in a butterfly fashion and the whole thing is kept in place with op-site (transparent bandage)". Information received indicated that the four patients involved in the incidents had cardiac conditions described as "positive stress test for ischemia by ECG criteria". The leakage occurred only when the patients were in a standing position during or after the exercise session on the treadmill after the cardiolyte (radioactive tracer) was injected. Staff and patients were exposed to the radioactive spillage. Pt exposure occurred "over the skin around the catheter insertion site and over the shoes". The IV catheters used were bd 20 gauge 1.6 inch catheters. The patients skin was cleansed and their shoes were removed. There was also spillage on the treadmill and on the floor. The staff exposure involved "over the clothing and shoes" as well. The clothing and shoes were removed. It was reportedly impossible to determine the amount of spillage. The reading of radioactivity in the area was high at the time of event, but no physical reactions, adverse events or complaints were received from the exposed staff and patients. The room where the stress test was performed was reportedly closed for a period of time to clean up the radioactive spill.